Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using the stago neoplastine reagent. At 2:42 pm, the customer tested by fingerstick on the meter and the result was 4.4 inr. At 4:00 pm, the customer had a lab test and the result was 3.1 inr. The patient has a therapeutic range of 2.5-3.5 inr. Customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors and has had no changes to coumadin dose, no new medications, no diet changes, no illness and no bleeding or bruising. There was no adverse event. The customer's meter and strips were returned for investigation. The returned meter and strips were tested using a retention control lot. Testing results: qc 1: 2.3 inr, qc 2: 2.4 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.0%. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.